Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 20g safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent near the needle base. The following observations were noted during the sample evaluation: the sample appeared free of obvious use residue. The tip of the needle bevel appeared unremarkable. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event.

Event description:
It was reported, "needle skew." No other information was provided. 02/16/2024. The returned device exhibited a bend in the needle near the needle base.